Event description:
It was reported the patient had his fifth back surgery and the implantable neurostimulator (ins) was not working. The ins had not been recharged in three months. The patient claimed the ins was "super low in battery." The patient was going to recharge. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3487a-45, lot# v563738, implanted: (B)(6) 2011. Product type: lead: product ID 3487a-45, lot# v560140, implanted: (B)(6) 2011. Product type: lead. (B)(4).